Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-16595). Lithium clusters were observed during the analysis. No additional analysis is necessary. Correction: manufacturer report 2938836-2014-16595, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported device was not able to be interrogated. Attempts with second programmer to interrogate but interrogation was unsuccessful. Device was explanted and replaced. Patient condition was fine after event.